Event description:
It was reported that (1) hp052 was used during a radical prostatectomy procedure. The device emitted a tone. Opened another device to complete the case. There was no consequence to pt.